Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The separation was able to be confirmed. The difficulty removing the guide wire could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual and dimensional inspection, and scanning electron microscopy imaging of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Dil cath: 2.5 x 10 mm saphire. Guide wire: bmw. Inflation: abbott. Guide cath: cordis. Sheath: 7f radial. Stent: 2.5 x 23 mm xience prime. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a mildly calcified, 70% stenosed lesion in the obtuse marginal. The balance middleweight guide wire was advanced through the lesion and after pre-dilating with a non-abbott balloon, the lesion was stented with a 2.5x23 mm xience prime stent. After the procedure, during the attempt to retract the guide wire, resistance was felt during retraction and the guide wire was observed to be unraveling [separated]. The guide wire was removed together with the guiding catheter. No adverse patient effects or clinically significant delay in the procedure were reported.